Event description:
Hung an antibiotic as a piggyback medication into primary line which was on a pump. The pump was running in piggyback mode with 223.4mls to be infused. Primary bag that previously held 200mls now was at 480mls. Pump settings and bag height placement were correct. The upper backcheck valve of tubing was found to be folded over. It appears that backcheck valve of primary IV set failed and the antibiotic ran into the primary IV instead of the patient.